Manufacturer narrative:
Findings: pump received with stripped battery coin slot. Pump received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported having a cracked battery cap and a cracked insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was reported as 146 mg/dl.